Manufacturer narrative:
The instrument was returned, no information was provided. Failure analysis evaluated the instrument and found the pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
The prograsp forceps instrument was returned, no further information was provided.